Event description:
It was reported there was good lead placement at implant with appropriate stimulation. The pt experienced a shocking or jolting sensation at the neurostimulator site. The pt was shocked on three separate occasions to the point of being physically jolted. On one occasion, the shocking was so painful the pt fell and sprained her ankle which resulted in a trip to the emergency room for treatment of the foot. At the time of the report, the pt was at the clinic and the pt's status was fair. During reprogramming, it was determined the left lead either provided no stimulation or as the voltage was increased more cephalic on the lead, the pt experienced painful stimulation. The right lead provided stimulation for both sides of the body. Further examination of the pt revealed some shocking on palpitation; movement did not create stimulation changes. Some shocking occurred with the stimulator off. The follow up plan with the physician is to visualize the leads, using x-ray studies to try to determine if a lead revision is required. Add'l info has been requested from the hcp, but was not available as of the date of this report.